Event description:
It was reported that the implantable neurostimulator (ins) was placed low and was pivoting towards the muscle. The patient felt like her muscle was "being shredded with a charlie horse sensation" depending on how she moved. The patient had the device off because it was randomly shocking her, but the placement issue was with the stimulation on or off. It was also reported that the patient's recharger was not charging. The recharger battery icon was not incrementing. It was later reported that the ins would not communicate with the patient programmer.

Manufacturer narrative:
(B) (4).